Manufacturer narrative:
The complaint is inconclusive. As no sample was returned, no evaluation could be performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The expiration date is exceeded. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that the device would not deploy. The stent graft was being implanted to repair a vein that tore during an angioplasty. The procedure was being performed in a left arm av graft. An 8 fr sheath was used in the procedure. The system was removed and another device was deployed successfully.